Event description:
The patient reported receiving an 04 (occlusion) error message on her insulin infusion device last night as she was bolusing for a snack she was eating. She stated she did not test her blood glucose levels at this time and simply pressed the check button twice to clear the alarm and then went to bed. She stated she woke up this morning with a blood glucose reading of 280 mg/dl with her normal range being 120-180 mg/dl. The patient reported that, when she pulled out her infusion headset, she discovered the cannula was kinked. The patient was instructed to disconnect from her infusion device, to replace her infusion set and cartridge, and to try to prime her infusion set tubing which she did without error. The patient was advised to never ignore an alarm on her infusion device. The patient did not require assistance form a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.